Event description:
It was reported that the sv300a ventilator was delivering high flow and upper pressure alarm activated, after the patient was placed back on the ventilator, after surgery. Patient was taken off ventilator and ventilator was swapped out. Ventilator was taken to biomed department were it was discovered the inspiratory pressure transducer was defective. The biomed replaced the inspiratory pressure transducer, calibrated and functionally checked unit. Unit passed all test and was functioning according to all manufacturers specifications and was returned back to service. There were no patient injuries.